Manufacturer narrative:
Pt demographic unavailable. Site was sent new suction per RMA, no return of suspect instrument. No pt involved.

Event description:
Medtronic representative reported that surgeon is unable to verify a new frazier suction on em tracking system. Verification did not take place during surgery, therefore, no pt was present.